Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading over 600 mg/dl with moderate level of ketones, nausea, vomiting and excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, starting about two weeks ago, the pump alerted for loss of prime with multiple cartridge from different boxes. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the loss of prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found a loss of prime warning due to non-zero low force. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Audio and normal bolus exercises were delivered and recorded correctly.